Manufacturer narrative:
Conclusion and justification status for MDR:the device associated with this report was not returned. A lot specific complaint database search found no additional reports on the reported lot code. A search of the complaint database by product code found if placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage and flatten the tip preventing a functional fit with the implant. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the inserter has been flattened prior to use so it did not fit in to the slot of the stem.